Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings:a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The current black box history showed no activity related to the complaint occurring. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no boluses occurring without user intervention. There was no evidence of hypersensitive keypad buttons observed. A 10 unit audio bolus and a 10 unit normal bolus were performed successfully and both were accurately recorded in the pump history. The complaint that the pump was programming boluses without user intervention was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and stated that while the patient was at school, the pump had been programmed to deliver 7.0 units of insulin without user input and 4.0 units had been delivery due to the maximum bolus settings. The reporter denied any blood glucose issues. The reporter stated that the pump is typically locked and denied any response issues with the pump¿s keypad buttons. This complaint is being reported because of the allegation of unprogrammed boluses that could not be resolved with troubleshooting.